Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "small amount of periprosthetic fluid along the anterior lateral" and possible rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed as unidentified (tear) opening, observed opening and broken on anterior side assessed surgical damage and missing piece of shell assessed as inconclusive (shell thickness within specification). ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "small amount of periprosthetic fluid along the anterior lateral" and possible rupture. Device has been explanted.

Manufacturer narrative:
The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.

Event description:
The device has been explanted and replaced.